Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2317-70 serial #: (B)(4) description: infiniontm cx 70 cm lead.

Event description:
A report was received that the patient had lost left side coverage. The patient's lead impedance test discovered that the left lead had contacts out. A lead replacement procedure was recommended.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient had lost left side coverage. The patient's lead impedance test discovered that the left lead had contacts out. A lead replacement procedure was recommended.